Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of valve. A leak test was performed and was found delamination of valve. A microscopic analysis identified: total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is delamination of diapherm flange disk assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and ¿240cc device was filled to 300cc.¿ device has been explanted.